Event description:
The customer reported via phone call that their insulin pump experienced a blank display. The customer's blood glucose was 425 mg/dl. The customer treated their blood glucose with insulin pump therapy after being able to start up the insulin pump again. While troubleshooting, the customer stated that there was a scratch on the screen and that the insulin pump had not been dropped, bumped or exposed to moisture. The customer was still able to read the screen. The customer explained that the battery compartment and spring were neither damaged nor corroded. After inserting a new aaa alkaline battery, the customer stated that the display returned. The customer was advised that the insulin pump would be replaced due to a backlight issue.

Manufacturer narrative:
The insulin pump was monitored for no blank display, no anomalies were noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube, no back lighting due to faulty electroluminescence panel. The insulin pump has minor scratches on the lcd window and with cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.